Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the distributor, contaminants were found on codman surgical patties pre-operatively on table before patient entered the room. There was a reported delay of approximately 30 minutes.

Manufacturer narrative:
It was reported that there was a delay of greater than 30 minutes. This report has been updated to reflect that information.